Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was disconnected from the pump throughout the night to charge the pump battery and fell asleep. Upon waking up, blood glucose (bg) elevated to 599 mg/dl, and the customer was subsequently hospitalized. The customer was treated with intravenous insulin and was released from the hospital several hours later with the issue resolved and no permanent damage sustained. Tandem technical support educated the customer that the pump battery is able to be charged while remained connected to the pump. The customer acknowledged that the reported issue occurred due to user error.